Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had error codes and redline on the face of screen. Customer's blood glucose value at the time of incident was unknown. Customer also stated that insulin pump reject new battery. The insulin pump will not be returned for analysis.